Manufacturer narrative:
The preliminary investigation, through review of the excelsiusgps case logs showed that the software detected and alerted the user of excessive force present on the load cell during bone work. A single misplaced implant often corresponds to skiving, as the registration remains intact for the remaining implants to be placed to plan. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.